Event description:
On (B)(6) 2018, an ort100 table was used to perform a procedure on a patient in a lateral position. The patient's body was very close to the edge of the table and was secured to the table with large rolls of tape. The nurse proceeded to scan the patient and noticed the table was tipped at an angle away from the doors of the suite. The nurse presumed that the surgeon had requested the angled position. The nurse flattened the table and continued to scan the patient however;the images were poor because it appeared as if the patient was moving during the scan. Upon returning to move the scanner off the patient, the anesthetist and the nurse noticed that the table had tilted again towards the side where the majority of the patient's weight was located. There was no patient injury reported due to the event.

Manufacturer narrative:
An imris customer service engineer (cse) was on-site to resolve the issue. The cse evaluated the table and observed table drift in the roll position. The cse replaced the roll cylinder, bled the hydraulics, and performed a 24 hour drift testing to verify proper function. The degradation of the o-ring seal inside the roll cylinder appeared to be the underlying cause. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.